Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient arrived at the emergency room for a ventricular tachycardia episode for which no therapy was delivered. Upon follow-up it was also reported that it was "not a problem with the device or its function". The device remains in use. An attempt to acquire the device serial number has been unsuccessful. No further patient complications have been reported as a result of this event.